Event description:
It was reported that the patient had an inappropriate shock due to the oversensing of noise. The sensing vector was then programmed from the secondary sensing vector to the alternate vector. Now, there is myopotential noise and t-wave oversensing via wide intrinsic complexes. The patient has requested that the system therapy be programmed off for now. The local representative will be called in should the system be programmed back on. There were no additional adverse patient effects. The system remains implanted but programmed off.